Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) had recorded episodes that indicated possible oversensing. The inappropriate signals inhibited brady pacing while the patient was monitored in the hospital, post implant.